Manufacturer narrative:
Parts were returned and evaluated. The device evaluation concluded a failure to heed pinch point warning.

Event description:
The customer was allegedly returning the swing away control to its drive position. His finger became caught in the swing away bracket as mount was closing. He was unable to remove his finger. He claims the mount seemed to get tighter as he tried to free his finger. He eventually pulled his finger free.

Manufacturer narrative:
The serial number and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
The customer was allegedly returning the swing away control to its drive position. His finger became caught in the swing away bracket as mount was closing. He was unable to remove his finger. He claims the mount seemed to get tighter as he tried to free his finger. He eventually pulled his finger free.

Manufacturer narrative:
The serial number and date of manufacture have been updated. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
The customer was allegedly returning the swing away control to its drive position. His finger became caught in the swing away bracket as mount was closing. He was unable to remove his finger. He claims the mount seemed to get tighter as he tried to free his finger. He eventually pulled his finger free.